Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the dial did not tighten down. Fell apart when loosened all the way. The issue did not happen in surgery. Replacement is needed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the attune em tibial prox uprod has deformed the snap ring that secured the locking screw from the main device. The overall appearance of the device exhibits constants and normal usage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended and excessive forces while trying to completely unscrew the locking screw. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test performed with a mating device laboratory sample revealed that the attune em tibial prox uprod was not able to properly assemble to the mating device as intended, therefore the reported complaint allegation was able to be replicated and the cause of this is suspected to be the deformation of the snap ring. Additionally, when loosening the knob it can come out. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would contribute to the complaint device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the dial did not tighten down. The device fell apart when loosened all the way. The issue did not happen in surgery.